Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a pt. Two sets of samples were drawn at the same time. One for the I-stat and one for the vista. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).